Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (establishment name): (B)(6).

Event description:
It was reported the light source had a blinking front led panel. When the customer turns on the lamp the blinking light stops. The issue occurred during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: component code corrected from panel to display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause according to the technical evaluation report was that dust accumulated inside the device. Olympus will continue to monitor field performance for this device.